Manufacturer narrative:
Evaluation : the subject devices were sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a patient included in the apollo study implanted on (B)(6) 2022 with ulys dr 2540, invicta rv lead 58tr100873 and vega r52 drg016043 had a bacterial infection. Therefore all material was explanted on (B)(6) 2022.